Manufacturer narrative:
A visual inspection was performed on the returned device. Without any additional information available, a conclusive cause for the noted damage could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the proximal circumflex artery. An unspecified failure occurred with a 4.0x28mm multi-link 8. Following pre-dilatation with non-abbott balloon dilatation catheters, a 4.0x23mm multi-link 8 failed to cross the lesion due to the anatomy. The procedure was successfully completed with a 4.0x28mm xience alpine stent. There was no clinically significant delay in the procedure and no adverse patient sequela. The device return analysis of the 4.0x28mm multi-link 8 revealed a proximal shaft separation.